Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
During a meniscal repair procedure utilizing a fast-fix 360 curved ndl dlvry sys, ei, it was reported that the second implant (t2) deployed with the first (t1). The surgeon used another fast-fix 360 curved ndl dlvry sys, ei and both implants from the second device also deployed together. The implants from both devices deployed behind the meniscus (in the capsule). The surgeon cut the sutures and left the implants in the patient unsupported. The surgeon completed the procedure using two ultra fast-fix devices. There were no reports of patient injuries or complications.